Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer's pump was out of warranty, and they reverted to an alternate method of insulin therapy.